Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibia at the cement to implant interface. Unknown cement was used. Upon surgical evaluation, the front part of the tibia looked to be a little loose. All poly tibia was converted to a metal backed tray and stem. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.